Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and bunion operation ('left foot bunion surgery hardware removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bunion operation (2000 and 2001), colonoscopy, uti, dysuria, urinary frequency, (B)(6) and obesity. Previously administered products included for an unreported indication: progesterone pill. Concurrent conditions included anxiety, chest pain, urgency urination, vulvovaginal candidiasis, vaginal itching, vaginal burning sensation, yeast infection, vaginal odor, menses irregular, headache, abdominal bloating, chest tightness, paraesthesia, breathing rate increased, uterine fibroids, endometrial polyp, endometriosis, clotting disorder, hypothyroidism, polycystic ovarian syndrome, dysfunctional uterine bleeding, anemia, dizziness, nausea, palpitations, hyperplasia, fever, vomiting, abdominal pain, malignant neoplasm of cervix uteri, lfts raised, ovarian cancer, low back pain and menometrorrhagia. Concomitant products included alprazolam (xanax), clarithromycin (macrobid), cholecalciferol (vitamin d3) since 2004, estrogens conjugated (premarin), ferrous sulfate from (B)(6) 2014 to (B)(6) 2016, fluconazole (diflucan), hydrocodone bitartrate; paracetamol (norco), ibuprofen (motrin), iron, lorazepam (ativan), medroxyprogesterone acetate (provera) and sertraline since 2007. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 2 years 2 months after insertion of essure. In (B)(6) 2013, the patient experienced rash ("rashes") and blister ("blisters"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient underwent bunion operation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, bunion operation and allergy to metals outcome was unknown and the vaginal haemorrhage, mood swings, rash, blister, dysmenorrhoea, bacterial vaginosis and vaginal discharge had resolved. The reporter considered allergy to metals, bacterial vaginosis, blister, bunion operation, dysmenorrhoea, menorrhagia, mood swings, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, left ovarian cystectomy was done. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: 10.9, 9.0, 8.8. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2014: cervix with chronic cervicitis and ovary, left cyst all, excision simple cyst lined by ciliated columnar epithelium benign. Ultrasound pelvis - on (B)(6) 2014: no myomas present. Normal low resistance flow to the right ovary and right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, dysmenorrhea (cramping), vaginal bleeding, nickel allergy and blistering and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs and mr received. Event injury was replaced with new events- abnormal vaginal bleeding, abnormal bleeding (menorrhagia), mood swings, rashes, blisters, dysmenorrhea (cramping), bacterial vaginosis, nickel allergy, left foot bunion surgery hardware removal and vaginal discharge. Medical history, lab data, historical, treatment and concomitant drug were added. Date of implant updated. Date of explant added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal) / vaginal bleeding hemorrhage') and bunion operation ('left foot bunion surgery hardware removal') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bunion operation (2000 and 2001), colonoscopy, uti, dysuria, urinary frequency, human papilloma virus infection and obesity. Previously administered products included for an unreported indication: progesterone pill. Concurrent conditions included anxiety, chest pain, urgency urination, vulvovaginal candidiasis, vaginal itching, vaginal burning sensation, yeast infection, vaginal odor, menses irregular, headache, abdominal bloating, chest tightness, paraesthesia, breathing rate increased, uterine fibroids, endometrial polyp, endometriosis, clotting disorder, hypothyroidism, polycystic ovarian syndrome, dysfunctional uterine bleeding, anemia, dizziness, nausea, palpitations, hyperplasia, fever, vomiting, abdominal pain, malignant neoplasm of cervix uteri, lfts raised, ovarian cancer, low back pain and menometrorrhagia. Concomitant products included alprazolam (xanax), clarithromycin (macrobid), colecalciferol (vitamin d3) since 2004, estrogens conjugated (premarin), ferrous sulfate from (B)(6) 2014 to (B)(6) 2016, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), iron, lorazepam (ativan), medroxyprogesterone acetate (provera) and sertraline since 2007. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced mood swings ("mood swings") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 2 years 2 months after insertion of essure. In (B)(6) 2013, the patient experienced rash ("rashes") and blister ("blisters"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient underwent bunion operation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced metrorrhagia ("metorhagia"), anaemia ("anemia"), skin disorder ("skin condition") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with palliative care (blood transfusion) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, mood swings, rash, blister, dysmenorrhoea, bacterial vaginosis, vaginal discharge, metrorrhagia and anaemia had resolved and the bunion operation, allergy to metals, skin disorder and hormone level abnormal outcome was unknown. The reporter considered allergy to metals, anaemia, bacterial vaginosis, blister, bunion operation, dysmenorrhoea, hormone level abnormal, menorrhagia, metrorrhagia, mood swings, psychological trauma, rash, skin disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, left ovarian cystectomy was done. Date(s) of insertion: (B)(6) 2009 discrepancy as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2014: 10.9, 9.0, 8.8. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2014: cervix with chronic cervicitis and ovary, left cyst all, excision simple cyst lined by ciliated columnar epithelium benign. Ultrasound pelvis - on (B)(6) 2014: no myomas present. Normal low resistance flow to the right ovary and right ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, vaginal discharge, dysmenorrhea (cramping), vaginal bleeding, nickel allergy and blistering and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Events : metorhagia, anemia, skin condition, psych injury, hormonal changes, blood transfusion were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.